Manufacturer narrative:
(B)(6).

Event description:
It was reported that when cuff grasped and as tightened, prior to firing the needles the smartstitch jaw broke. This part was retrieved from the patient and no patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors unrelated to the manufacture or design of device that could have contributed to the reported event includes: excessive force or mishandling the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.